Event description:
The customer scheduled a doctor's visit because they weren't feeling well. Before going to doctor they tested their blood glucose and received a result of 186mg/dl. The customer took 15 units of 70/30. After the doctor's visit the customer was lying on the couch at home and got up to go to kitchen and passed out. Their family member found them and gave them orange juice. The customer stated they went to the emergency room because they hurt their back and shoulder. No controls were in use. A request was made for the return of the suspect device.